Event description:
On (B)(6) 2026, it was reported by a sales representative via phone that a qty. 2 of ar-1588rt-2j tightrope ii rt sutures broke at the fingertrap. This was discovered during an acl procedure on 31-mar-2026 with no patient harm reported. All fragments were retrieved from the patient and the case was completed with another ar-1588rt-2j of a different lot number with a 5-minute delay experienced.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.